Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The caller reported that the remote alarm connector is damaged. There was no patient involvement.

Manufacturer narrative:
Date received by MFR: 31jul2019, date of report: 07aug2019. After numerous attempts to obtain information on the repair of this device (see fse notes and inspection data), this complaint is being closed. If further information is obtained, this complaint will be reopened.